Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer requested a parameter pca. There was no allegation of a product malfunction; however a product malfunction was indicated by the request of the parameter pca. There was no patient involvement.